Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose (bg) level was reported to be 390 mg/dl. As the customer ran out of supplies, the customer used a backup pump to address bg level. Tandem technical support educated the customer that the cartridge can hold 480 units per labeling instructions. The customer understood and confirmed 480 units would be used to fill the cartridge.